Event description:
Gore-tex mesh which was placed in (B)(6) of 2004 was exposed to infection during a hystertomy at (B)(6) hospital. The mesh became infected causing abscess fistulas, and infected mesh, fever, chills, pain and low grade fever for months until the surgical site opened up and began leaking a foul smelling puss at the beginning of (B)(6) 2011. The site continues to drain and my first surgery is scheduled for the (B)(6) 2011 to remove the infected mesh. Wet to dry packaging twice a day until surgery which is scheduled for (B)(6) 2011 at (B)(6) for mesh removal. Dates of use: (B)(6) 2004 - (B)(6) 2011.